Event description:
It was reported that 2 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "will not allow you to push meds through".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 15-nov-2022 h.6. Investigation summary: it was reported the needle would not let medication push through. To aid in the investigation, twelve samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample did not expel the solution; this needle is clogged. A device history record review was completed for provided material number 305916, lot number 2014639. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2014639 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "will not allow you to push meds through".